Event description:
A malfunction alarm, identified as malf 1, was reported by the customer, but no notable events were noted before this occurred. The customer declined to confirm if their blood glucose level exceeded 500 mg/dl, resulting in no clear impact report. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and advised to call back if the issue reappeared.